Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that din rail fuses were open. Installed inrush suppressor upgraded and replaced din fuses. Mobile view station (mvs) was powered on, checked line power and voltages. Uninterruptible power supply (ups) cycle was tested. System was powered down and connected to image acquisition system (ias). A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses and inrush suppressor have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the mobile view station (mvs) of the imaging system was not powering on. There was no patient present at the time of the issue.